Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants.

Event description:
The patient had right side si joint arthrodesis sometime in 2014 where two implants were installed. In (B)(6) 2014, the patient had an additional procedure where two additional implants of the same type were added to the right si joint for additional fixation. The surgeon later decided to remove all the implants. The surgeon did not offer a reason for the removal and did not indicate that the implants were loose or malpositioned. Imaging did not appear to show malpositioning or lucency. In (B)(6) 2019, the surgeon removed all the implants with chisels as they were solidly fix in bone. The status of the patient following the revision procedure is not known.